Manufacturer narrative:
Evaluation summary: the reported condition of "not working" was confirmed. Inspection of the pump revealed "not working" was caused by the pump head module (phm) keypad being disconnected. The phm keypad was reinstalled in the pump and tested to correct this condition.

Event description:
The facility reported a pump that was "not working." The condition occurred before use of the pump. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.